Manufacturer narrative:
St. Jude medical is in the process of investigating this event. A follow up report will be submitted once the investigation is completed. (B)(4).

Event description:
It was reported that at the end of an ensite array catheter procedure, the fluoroscopy image revealed a hole in the mesh of the ensite array catheter and the presence of blood was noted while aspirating from the balloon. The ensite array was extracted with no consequences to the patient. A visual inspection confirmed a small hole in the ensite array itself. It was reported that at the end of an ensite array catheter procedure, the fluoroscopy image revealed a hole in the mesh of the ensite array catheter and the presence of blood was noted while aspirating from the balloon. The ensite array was extracted with no consequences to the patient. Visual inspection at the hospital confirmed a small hole in the ensite array itself. It should be noted that the ensite array catheter was deployed in the right ventricle (rvot), not in the right atrium as specified in the instructions for use. The balloon was not completely in the low profile as it was not possible to deflate the device completely. The ensite array was extracted without an introducer while twisting and withdrawing the ensite array itself. A thermocool biosense ablation catheter, a long introducer 9f (not sjm) and an extra stiff bsc guidewire were used during the procedure. The model numbers and serial numbers of these devices were not known.